Manufacturer narrative:
A field service engineer (fse) reached out to the customer via phone and confirmed the reported issue. The fse instructed the customer to power down the analyzer and power back on. The fse then instructed the customer to inspect the pathway of the hybrid arm y-axis for any obstructions while the analyzer was initializing, no obstructions were identified. The fse suspected a software glitch occurred and instructed the customer to perform a version up, after which the customer performed daily startup with further errors. The aia-2000 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no other similar complaints found during the searched period the aia-2000 operator's manual under appendix 4: error messages states the following: [4241] hybrid arm y-axis home detection failure cause : the home sensor failed to activate after the hybrid arm y-axis moved toward the home position. If retry fails, the measurement result will be flagged (mf flag). Solution : contact tosoh service center or local representatives. The most probable cause of the reported event was due to a software glitch.

Event description:
A customer reported error message "4241 hybrid arm y-axis home detection failure" on the aia-2000 analyzer. The customer powered down the analyzer and performed an all set home command, but error reoccurred. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for estradiol (e2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.